Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6). H3, h4, h6: manufacturing location: packaged, sterilized and released by: monument. Release to warehouse date: 18-may-2023. Expiration date: 30-apr-2024. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 6217p48 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m001, reaming rod/drive shaft packaged. Lot number: 6109p23. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal. Lot number: 5677p37. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m002, graft/irr/suction assembly. Lot number: 4663p77. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m014, irrigation tubing set. Lot number: 3012p73. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set. Lot number: 3012p78. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance was reviewed and determined to be conforming. Part number: 03.404m033, ria ii graft filter. Lot number: 3998p38. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged. Lot number: 6109p52. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly. Lot number: 6110p71. Inspection instruction met all inspection acceptance criteria. Inspection plan, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. The photo investigation of the drive shaft f/ria 2 l520 found to have both the yellow reaming rod seal and the coupling receiver of the manifold melted in the shaft of the device. There are no signs of breakage. The ria 2 surgical technique guide was reviewed. Following relevant statements were found. Caution: - do not use drill with torque greater than 6 nm. Do not use a reduction drive. Do not use power driver designed for reaming. - never ream when there is no irrigation/aspiration. The irrigation/aspiration fluid cools the reamer head and removes bone marrow and morselized bone from the medullary canal. Fluid flow is crucial for proper system performance. Note: - do not turn the power on when the drive shaft is disengaged from the tube assembly. Whilst no definitive radicle cause can be determined for the reported issue, the melting condition of the seal was consistent with a component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for the ria 2 bone harvesting kit l520. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on august 28, 2023, while using ria2 graft harvesting kit with proper instrumentation, the yellow drive seal was bound up inside the assembly and spun around inside the unit causing it to begin visible disintegration. They were able to visibly confirm in spd that the remnants were able to be removed from inside the drive shaft. However, during the procedure, this incident did cause surgical delay of five (5) minutes and ultimately prevent the surgeon from finishing the intended harvesting of bone graft. This report involves one (1) ria 2 bone harvesting kit 520mm sterile. This is report 1 of 2 for (B)(4).